Event description:
It was reported that a patient presented in the operation room for an unrelated procedure to the event. After the surgery, the implantable cardiac defibrillator exhibited a diagnostic anomaly. The device was re-interrogated and no further issues were observed.